Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator displayed a technical error code that indicated that one of the internal supply voltages was too low. There was no patient involvement. (B)(4).

Manufacturer narrative:
The ventilator was investigated by the customer, accidentally a pin was broken on the dc/dc & standard connector printed circuit board (pcb) during faultfinding. Our field service engineer (fse) changed the dc/dc & standard connector pcb. The fault with technical error indicating a low +24 internal voltage was not reproduced. As a preventive measure the expiratory channel pcb was replaced. No parts were returned for investigation. No device logs have been received. As no parts were returned for investigation, the cause of the reported failure could not be determined. (B)(4). Ref. Exemption #: e2018003. (B)(4).

Event description:
(B)(4).